Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Retractable technologies is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe.   We have notified asprsnsopscell@cdc.gov who will pass along this information to retractable technologies, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
The customer reported that the syringes are sticking and are hard to retract after use. It was communicated that the customer has to bang them on a hard surface to get them to retract. Mckesson did not receive any information regarding direct patient injury.